Manufacturer narrative:
(B)(4). Date sent: 03/16/2020. D4: batch # t5dv0p. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The green check mark came on when battery was attached in the pi lab. The anvil stayed in place however the device did not fire. It was determined that the switch on the flex circuit, which would be activated by the anvil, was intermittent. Upon disassembling the device, it was found that the flex circuit seems to have lost the adhesive and dislocated, causing intermittence. No conclusion could be reached as what may have caused the damage to the flex circuit, it should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
Case: robotic ular with disfunct ileostomy issue: distal colon was transected using a competitive device. Proximal colon was transected using purse-string device and scalpel to cut. Anvil was introduced into the proximal colon. Cdh29p was introduced trans-anally to meet the anvil intra-abdominally by the surgeon exposing the stapler trocar and piercing directly through the staple-line of the competitive device as their usual practice. After attaching the anvil to cdh29p intra-abdominally, both surgeons heard and felt the 'click'. Orange indicator was also not seen indicating anvil was securely attached onto the stapler. Proximal colon was sufficiently mobilized and not under tension or pressure. Surgeon proceed to close the stapler by turning clockwise. As the stapler was closing, the anvil met the cross staple-line of the competitor device and detached itself from the stapler trocar. Surgeon under the instruction of the other surgeon, turned open the cdh29p trocar again to attach the anvil back. Surgeon then instructed the other surgeon to close the stapler trocar, this time assisting the proximal colon with her grasper. Upon closing, the anvil got detached from the stapler the second time as it meet the cross staple-line of the competitor device again. Surgeon again instruct the other surgeon to turn open the stapler again and attached the anvil back onto the stapler trocar. For the third time, the surgeon instructed the other surgeon to close the stapler really slowly as they approached the cross staple-line of the competitor device. Surgeon assisted the proximal colon with her grasper and gave a slight push pass the cross staple-line. Surgeon proceed to close the cdh29p fully till finger tight, waited 15s for pre-compression as instructed and proceed to fire. Result: donut came out fully intact, transanal scope shows staple line complete and air leak test done to show negative air leak. It is unknown if the surgery was delayed. The procedure was successfully completed. There were no patient consequences.